Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the label was missing on a bd vacutainer® one-use holder plus. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Event description:
It was reported that the label was missing on a bd vacutainer one-use holder plus. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Event description:
It was reported that the label was missing on a bd vacutainer one-use holder plus. There was no report of exposure, injury, or medical intervention.